Manufacturer narrative:
H11: the actual device was not available; however, two (2) photographs were provided for evaluation. The photographs were visually inspected and a separation between the female connector and main body was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred when disconnecting after automated peritoneal dialysis (apd) therapy. The transfer set remained connected to the "dpa line." The transfer set was used for one month and one week and there were no cleaning solutions, solvents or disinfectants used on the set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.